Event description:
Related manufacturer report number:1627487-2023-06113. It was reported that the patient's scs paddle lead was fractured. The patient noted multiple falls leading to impedance issues with the lead. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's scs lead was explanted and replaced. Intraoperatively the patient's ipg was exhibiting impedance issues and was also explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
A patient had their system explanted and replaced due to invalid impedance was reported to abbott. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.